Manufacturer narrative:
(B)(4). G2: foreign - event occurred in brazil. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
A patient reported an initial right total knee arthroplasty. The patient was revised twice due to pain, instability, and loosening. Since the latest revision, the patient states his knee has been loose and dislocated while sleeping in bed resulting in pain and inability to walk without assistance. The patient is anticipating another revision but has not yet been scheduled. Attempts have been made and no further information has been provided.